Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the cubie drawer failed to open. The customer tried to restore, but the issue persisted. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer failed to open. A field service engineer (fse) found that the main drawer 4.1 was failing intermittently and cleaned the dirty magnet on the inseparable. The fse verified the latch sensor was seated properly and spring on u link was not cracked. Due to thermal damage to the retractor band cable on main drawer 4.1, the fse replaced it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.